Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that the softclix lancet is too long, and protrudes beyond the end cap of the softclix device. No accidental needle stick reported. No adverse event reported. Requested return of suspect device and replacement was sent.